Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and episodes of false automatic mode switch (ams) were observed on the atrial lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.